Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had repeated no delivery alarms and damage to the insulin pump. Customer stated there was damage to the battery compartment area and lcd screen area. Customer stated that the pump screen is scratched and cracked but readable. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarms noted. However, the insulin pump was received with severely scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.